Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a charge circuit timeout and charge circuit inactive after it exhibited multiple extended charge times. It was noted that the ICD had been left implanted far past end of service (eos) with normal battery depletion, and the patient experienced four episodes of sustained ventricular tachycardia (vt) that were not treated; however, the vt terminated without intervention in each case. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.